Event description:
It was reported that multiple inappropriate shocks were sustained by the pt in association to the subject lead. The distal section of the lead was returned; the serial number is unk.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.